Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and when powered up the device errored code 41100. Functional test was performed on the pump and it passed. The pump was further investigated and was unable to duplicate the stated problem. However due to the error code shown in the event log, service recommended that the microprocessor board be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump is showing code error. Incident occurred during testing; no patient involvement.